Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found with frayed snake wrist cable at the distal end. A review of the logs was attempted but no logs were available. The instrument was placed on an in-house system and passed recognition and engagement 3 of 3 attempts. The instrument has never been used. A visual inspection was done. The fraying caused the cable to become loose. As a result of the frayed cable, the instrument failed intuitive motion. Additional unrelated observation: the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator¿s (mtm¿s), however the grip tips moved in the opposite direction. This behavior was observed in the pitch direction(s) and presented on # of installs, indicating a misalignment of the coordinate frames during the engagement sequence. The probable root cause of the unintuitive motion on the instrument grip-tips could not be established based on the failure analysis results.

Event description:
The sureform 60 stapler instrument was an incidental return included with no allegation was made against this product. The customer reported event has no report of patient injury.